Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic partial resection of pancreas procedure, after fired, one row of the staples malformed as the picture shows. Another like product was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided. Picture received shows a cut line and staples can be seen, but it cannot be determined whether if the staples are malformed. Based on the picture alone no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.